Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received noted that the patient cardiac resynchronization therapy pacemaker (crt-p) information was updated in the remote monitor. The patient is scheduled for an in-office check next month. The device remains in use.

Manufacturer narrative:
Continuation of d10: 479888 lead implanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was unable to send a manual transmission with the cardiac resynchronization therapy pacemaker (crt- p) and remote monitor. Troubleshooting steps were taken to no avail and the patient was referred to their clinic. The crt-p and remote monitor remain in use. No patient complications have been reported as a result of this event.